Event description:
It was reported that the bd alaris¿ gp series primary infusion set drip chamber cracked/burst prior to use while manually squeezing it to fill with ringer acetate. The following information was provided by the initial reporter, translated from (B)(6): "background: when manually squeezing the drop chamber (for filling with ringer acetate)... Alaris infusion system, it burst... Neither the patient nor the employee concerned has been harmed and the incident occurred prior to use on the patient."

Manufacturer narrative:
The reported lot# 1024093 was not found for the reported catalog# 60593. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ gp series primary infusion set drip chamber cracked/burst prior to use while manually squeezing it to fill with ringer acetate. The following information was provided by the initial reporter, translated from dutch: "background: when manually squeezing the drop chamber (for filling with ringer acetate)... Alaris infusion system, it burst... Neither the patient nor the employee concerned has been harmed and the incident occurred prior to use on the patient."

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation in which the customer has reported experiencing cracking of the drip chamber of a 60593 product from lot 1024093. The customer did however provide a photograph which confirms the report of a crack in the drip chamber. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1024093 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.